Event description:
1 reported false positive sofia sars result for 1 individual. Individual reported initially receiving negative result on 3rd day after exposure, but retested on the 5th day after exposure resulting in positive. Individual retook test within the hour of the 2nd test and received negative result. No confirmation testing reported to be done. It is unknown if individual was symptomatic or not.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5097341/10711681).